Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on description of event and returned product. According to the description of event, the filter 'poked' through the sheath during jugular filter placement. It is noted, that there was no harm to the patient and the procedure was completed using a new device. The jugular introducer with the filter pushed halfway out of the protection sheath, the blue sheath and the long and short dilator are returned. There are two penetration markings ~24 and 30cm. (From the fitting). There is a penetration of the sheath ~33 cm from the fitting. The filter is undamaged. It must be assumed that it is a difficult approach that caused the incident. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "during a filter placement in the left jugular, the filter poked through the sheath therefore could not advance. There was no harm to the patient and the physician was able to remove and use another of the same to complete the procedure." Patient outcome: the patient did not require any additional procedures due to this occurrence. No adverse effects to the patient due to this occurrence.